Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking insulin lispro (humalog) for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was returned and found to have missing segments in the dose display. The humapen memoir was associated with product complaint (B)(4)/ lot 0906c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary the device required a significant application of chemical substance on threads to be usable and now battery is showing premature signs of failure. Investigation of the device (batch 0906c02, manufactured june 2009) found missing dose number segments in display. Investigation found a cracked lcd cable and liquid ingress while in the field resulting in rust, residue, and corrosion in within the pen. Glass particles were found within device. Liquid that caused malfunction is likely insulin that leaked from broken cartridge. Reportable malfunction missing dose number segments may result in inaccurate dose of insulin. Malfunction confirmed. User would typically be aware of missing dose number segments. The user manual instructs that if any part of the pen display is missing do not use pen. Cracked lcd cable - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace existing memoir lcd cable to improve lcd cable robustness and to enhance controls of cable bonding process to lcd unit. Due to time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Moisture/liquid ingress - a corrective action to redesign flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012. There is evidence of improper use. User stated that a significant amount of chemical substance to threads of the pen. User manual states do not use oil other lubrication on an any pen parts. This improper use may have contributed to the reported malfunction.

Event description:
(B)(4) this device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking insulin lispro (humalog) for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir was returned and found to have missing segments in the dose display. The humapen memoir was associated with product complaint (B)(4) / lot 0906c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; updated the improper use and storage field to yes; updated the medwatch and EU/ca fields; and updated the narrative.